Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified injury as a result of the defect. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The unit passed all testing. H3 other text : device evaluated by third party service center.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified injury as a result of the defect. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.